Manufacturer narrative:
H3. Analysis of the implantable neurostimulator found no anomaly of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was in a car accident in which he has had hip surgery, shoulder surgery and now may possibly have his ipg replaced due to the stimulator not giving relief. Patient has had MRI and x rays taken that the rep will not have access to. No interventions have been taken as of yet. Patient is going to get his second covid vaccine at the end of april and will follow up with pain management after that time frame. Additional information was received from the patient and rep and it was reported the patient was rear ended while driving and since his ins has not been giving the coverage he had prior to incident. Rep interrogated ins, all connections are good. Patient has no high impedances or bad connections. Everything looked ok on the device, the stim has changed target areas. Reprogrammed settings to give patient better coverage. The issue was not resolved. Surgical intervention is planned.